Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot#: 3310 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3310 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropies reagent lot #: 3310. Vitros tropi es within run precision testing performed by the customer on the vitros 5600 integrated system was within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as it was unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Furthermore, at the time the non-reproducible, higher than expected vitros tropi result was obtained an error code indicating a high sample viscosity posted on the analyzer. This same error code also posted for the first sample repeat result. However, this error code did not post when the second sample was tested. This indicates the possibility of fibrin or cellular debris within the initial patient sample. It is possible that this contributed to the non-reproducible, higher than expected result. However, this could not be confirmed. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. The patient was admitted to the hospital. However, no treatment was initiated, altered, or stopped based on the reported result. A corrected report was later issued after the confirmation of the repeat results. Ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. The event occurred on (B)(6) 2019. Patient sample result of 0.339 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. The patient was admitted to the hospital. However, no treatment was initiated, altered or stopped based on the reported result. A corrected report was later issued after the confirmation of the repeat results. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).